Manufacturer narrative:
(B)(4). This case was investigated in accordance with the manufacturer's policy. Event date: an internal review of the complaint record on 04-12-2017 determined the date of the event occurred is (B)(6) 2016 rather than (B)(6) 2016 as was initially reported to the manufacturer.

Event description:
This event is being reported to correct the date of event.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Previously omitted patient information was obtained. Additional information obtained indicated the coronary procedure was for diagnostic purposes and no treatment was performed. No resistance was experienced at any time. There were no adverse events, and no medical or surgical intervention was required. Patient was discharged as expected. Vessel: moderate stenosis (50%) on lad.

Event description:
This submission is being reported to update the conclusion code.

Manufacturer narrative:
Internal reference: (B)(4). This event was initially reported in an abundance of caution because yellow material was observed on the device at the middle conductive band to middle spacer joint. On (B)(6) 2017 device analysis was completed. A medical device development engineer (engineer) determined that this material was a layer of the polymide spacer that had been scrapped off. The layer was folded back from the conductive band to confirm that it was still attached to the middle spacer. The engineer determined the damage to the polyimide spacer likely occurred during use of the product, possibly when the back end of the wire was wiped with a dry wipe. Based on this information, the device worked as intended and no failure was observed related to the initial report. The folding of the spacer would not have resulted in the observed signal loss originally reported in customer complaint to the manufacturer, which was a loss of signal most likely a result of the cracked, but intact sensor.

Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer reported that after normalization, the system lost the pd signal from the verrata wire. Visual and microscopic inspection and functional testing were performed on the returned device. The sensor was cracked and was pushed down into the housing. There was a 2mm long piece of yellow material at the middle conductive band to middle spacer joint. An electrical resistance test was performed. The test discovered open connections between all three conductive bands. The wire failed the signal test and was not recognized. The probable cause of the observed failure was open connections in the electrical circuit of the device due to the cracked sensor. This damage to the sensor likely occurred while the device was in use and resulted in the observed signal loss. However, we were unable to conclusively determine when and how the sensor became damaged. This event is being reported because yellow material was observed on the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.